Manufacturer narrative:
The product was returned for analysis and the reported damage was observed. The iol was returned positioned incorrectly and pressed against two (2) posts of iol case base. Solution is dried on both surfaces of the optic and one haptic. One haptic is bent/deformed due to condition of returned sample. The optic is scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint "scratch on lens at optic end". The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on both surfaces of the optic and one haptics. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed optic damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported a doctor noticed the intraocular lens (iol) was scratched at the optic end. There was no patient contact and the sample is available. Additional information has been requested.